Event description:
Implant loss due to extraction, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, illness requiring steroids, peri-implantitis, infection, pain, swelling, abscess.